Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The device will not be explanted for analysis. Due to hospital policy, no further information was provided.

Manufacturer narrative:
Section a2: patient age was estimated based on age at time of implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Main investigation conclusion a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The device will not be explanted for analysis. Due to hospital policy, no further information provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21aug2018. No further information was provided. The manufacturer is closing the file on this event.